Event description:
During a low anterior resection for the end-to-endo-anastomosis in lar, the device was used. User found out that there is the opening, that is hemi-circle, in the staple line, after using the device. And he found 5-7 staples (bent) in the housing of device. The event extended op time around 30 minutes. There were no pt consequences.